Event description:
It was reported that the patient presented in clinic to have their right ventricular (rv) lead repositioned due to high capture thresholds. During the repositioning attempt, it was noted that the helix of the rv lead failed to extend. The rv lead was explanted and replaced. The patient was discharged post procedure.

Manufacturer narrative:
The reported events were for high capture threshold and helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed. The lead was returned with the helix partially extended and clogged with blood/tissue. X-ray examination found over-torqued of the inner coil at the connector region consistent with procedural damage. After cutting the lead and cleaning the distal portion of the lead, the helix could be extended/retracted by applying torque directly to the inner coil. The helix extension length was within specifications. The cause of helix mechanism issue was isolated to blood/tissue in the helix, blood on the inner coil, and over-torqued of the inner coil. The reported event of high capture threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies except for procedural damages.